Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his doctor informed the va that his insulin pump had been dropped and then shattered. Customer was requesting an analysis letter. The blood glucose reading was 98 mg/dl. Nothing further was reported.